Manufacturer narrative:
The cause of the condition could not be reliably determined without the subject instrument.

Event description:
The device was used during a video assisted thoracic surgery procedure. Reportedly, the staples did not form properly. The hospital has reported no pt injury occurred.